Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was noted that the lateral seal was not complete. Seal separation in a small portion was evidenced. The defect was reproduced when the product is exposed during short time to temperatures above 40 celsius degrees, despite the label states: ¿avoid the excess of warm, storage it at temperatures below 30 celsius¿. Potential excursions during shipping or storage are affecting the foil sealing. The reported issue was verified. The cause is a manufacturing issue related to the pouch sealing process. A nonconformance will be created in order to reinforce the seal strength when it is exposed to excursions above 40 celsius. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foil package was open on the minicap prep kit. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.